Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon, dislodged inside of the patient and was unable to be retrieved. The target lesion being treated was located in the severely calcified and tortuous mid left anterior descending (lad) artery. An unspecified balloon was used to pre-dilate the lesion. A 3.00x16mm promus element stent delivery system (sds) was then advanced to the lad and was unable to cross the lesion. Upon attempting to withdraw the promus element sds it was noted that the stent had moved on the balloon. The sds, guide catheter and guide wire were removed as a single unit and the stent dislodged in the aorta during withdrawal. The stent was unable to located under fluoroscopy. The procedure was completed at this point. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).